Manufacturer narrative:
The user reported issue was not confirmed. The flow rate accuracy of the pump was tested to be -2.49%, which was within the +/-5% specification. The pump was tested to meet all specifications on 04/06/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00067).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the pump.

Event description:
The user reported that a pump failed the accuracy test. No patient was involved in this case.